Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: make sure your transmitter is snapped in completely.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter was not fully ¿snapped¿ into the sensor. Tandem technical support directed the customer to correctly insert and ¿snap¿ the transmitter into the sensor; however, the loss of connection issue persisted, and the transmitter was unable to connect to the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available.